Event description:
It was reported that during central processing, while preparing for the procedure, the gear on the 30-degree endoscope was observed to have come off. There were no reports of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The endoscope was analyzed and the gear at the attached endoscope adapter (aea) was found to be dislodged. The gear was returned with the endoscope. Further evaluation found the endoscope had mechanical damage on the distal tip. A visually inspection found to have cosmetic damage on the housing.